Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: o2 mixing valve stuck shut, resulting with no o2 output past 21%. Was able to knock it loose but plan on replacing the part regardless. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h1. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The o2 mixer test is a specific procedure performed within the preventive maintenance of the hamilton ventilator. This test is designed to assess the functionality and accuracy of the oxygen mixing system, ensuring that the ventilator delivers the correct oxygen concentration to patients. According to the hamilton operator's manual, the ventilator offers various tests and special functions, including tightness tests, flow sensor calibrations, o2 cell calibrations, and co2 sensor calibrations. Additionally, the preoperational tests and calibration procedures performed before patient use would detect an unresolved o2 mixer issue. In conclusion, a failed o2 mixer test should not be viewed as a malfunction and an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the device can be safely used on patients.

Event description:
The following was reported to hamiton medical ag: o2 mixing valve stuck shut, resulting with no o2 output past 21%. Was able to knock it loose but plan on replacing the part regardless. No patient involvement.

Event description:
The following was reported to hamilton medical ag: o2 mixing valve stuck shut, resulting with no o2 output past 21%. Was able to knock it loose but plan on replacing the part regardless. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.